Event description:
It was reported that stent dislodged inside patient. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of iliac. An 8.0x60x135 cm express ld vascular was selected for use. During the procedure, upon advancing, the stent popped out and deployed at the unintended site. There was an attempt to remove the stent however, it was unsuccessful and there was no plan to remove the stent was it did not cause any issue. Alternate device was used to complete the procedure. There were no patient complications as a result of this event and the patient was stable post procedure.